Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked inside the bag while the nurse was administering the drug. The device was filled with 3250mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.